Manufacturer narrative:
(B)(4). A maquet field safety technician was on site and investigated the unit . The technician troubleshot the device and could confirm the problem that the error message "flow too low" on cardioplegia circuit was displayed due to a defective shunt valve. The technician replaced the defective shunt valve. The unit was tested for electrical safety and functionality. Also a test run was started. All tests were performed successfully. A supplemental medwatch will be submitted if new information has been received.

Event description:
It was reported that the hcu 40 displayed the error message "flow too low".the incident occurred during priming/ setup, so there was no patient involved or could be harmed. (B)(4).